Manufacturer narrative:
The customer reported the units' display had a blank screen. A philips representative confirmed the reported malfunction. Replacing the power and control pca resolved the reported issue.

Event description:
The customer reported the unit's display had a blank screen.